Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient receiving an unknown drug via an implantable infusion pump for non-malignant pain. It was reported that a flipped pump was suspected. The pump pocked was to revised tomorrow ((B)(6) 2017) and they expected the pump could be flipped. They would see what was going on intra-operatively on (B)(6) 2017. No symptoms were reported and no further complications were expected or anticipated.